Manufacturer narrative:
A ge service rep performed an on site investigation. The dvd drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system would not reboot after the power cord was accidently unplugged. No pt injury was reported.